Event description:
In early 09, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving inaccurate low readings. This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the pt because she was not available for follow-up questions. The inaccurate low issue began in late 2008. The pt reported blood glucose results of "191 mg/dl" with a lifescan meter and "289 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the pt, she developed symptoms described as "yeast infection" sometime in late 2008. A week prior to original date at 5pm, the pt took her usual diabetes medication (50 units of lantus, actos, and amaryl) while being treated with diflucan and r-insulin by a healthcare provider. The pt was tested with a dr's meter at the time of concern and obtained an unspecified blood glucose result. It is not known why the pt was treated with "r-insulin." It would have been helpful to know the pt's diabetes medication regimen and testing frequency, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the pt's diagnose and treatment in the hosp, why she was treated with insulin, the duration of her hosp stay, and her blood glucose readings during her hosp stay. During troubleshooting, the customer care advocate verified that the testing technique was not correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed she received medical intervention that was suggestive for hyperglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.